Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred during the load process. Reportedly, the cartridge was filled with about 200 units. There was no impact to the customer's blood glucose level. The contact successfully loaded a new cartridge.